Event description:
The caller reported that the tracheostomy tube had a leak and the pt was re-intubated. The caller reported that the hub had come off of the flange and the pilot line was still attached. The reporter stated they tried to overinflate the cuff because they could hear a leak with hissing. The tracheostomy tube was removed and replaced.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device or the lot number. Return of tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.